Event description:
It was reported that prior to starting a da vinci si gynecological surgical procedure the maryland bipolar forceps instrument was not recognized. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported complaint. The instrument was checked for recognition on an in-house system. The system successfully recognized the instrument, showing the instrument was expired. The pogo pins did not stick and were not contaminated. Additional findings found were an indentation on the distal idler pulley, deep scratches, and a bent bipolar pin. The distal idler pulley had a mechanical indentation at the edge. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The bottom bipolar pin was bent at the back of the chassis. Engineering concluded these additional findings were likely due to mishandling. Electrical continuity passed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; scratch marks on the main tube exhibiting light material removal, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.